Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth still have spaces open and there is an open bite. Requested additional information and photos. It appears that patient has ordered their retainers on the own and end of treatment was not met. There is bite and spacing issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.